Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse found a broken sample needle on the instrument. The needle was replaced, and alignments were performed. The fse checked the liquid level sense and the results were as follow: sample cup 204 and test tube 565 which are within specification. Then the fse found the unit instead of going to the sample cup position its going to the test cup position. All compound actions were checked and realigned. The turntable and sample area were cleaned according to the work instruction. The customer performed a myoglobin calibration and control run and all results were within assay range. Instrument is functioning as intended and was released. The most probable cause for this event is a bent and misaligned sample needle. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported bent sample needle on their aia-360. The customer called back and indicated that they are having zig zag after calibration. Technical support group (tsg) had the customer verify all fluids are in the correct position. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, ckmb, ctni2, and myoglobin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.